Event description:
Caller stated having several issues over the past few weeks, nes errors, qc2h errors and discrepant results with inratio meter versus lab with several pts. One pt in 2009, had a lab inr 6.0 (pt was treated with vitamin k) and the next day- inratio inr 1.8. Caller tests pts 3-4 times before obtaining results, has had meter about 4 months and up until 2 weeks ago everything was great.

Manufacturer narrative:
End-user reported nes/qc errors and accuracy discrepant results. Data for comparison was more than three hours. There is a high possibility discrepancy was due other factors related to time. Per caller, lab inr of 6.0 was obtained, and pt was given vitamin k. The next day, meter inr of 1.8 was obtained. These values were not evaluated for accuracy because they were obtained on different days. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Products associated to the complaint were not returned. Further root cause analysis could not be performed. There is no sufficient info to determine the root cause of end-user's discrepancy. No product was expected to be returned. Product deficiency could not be established. Further action is not required. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.